Manufacturer narrative:
The subject lift was not evaluated by invacare. The alleged issue has not been confirmed, and the underlying cause cannot be definitively determined. However, the reported issue is consistent with a failure mode that has been previously investigated. The investigation found that the root cause of the caster hardware failure was poorly defined dimensional, material, and torque specifications, so corrective actions were implemented to update these specifications. Additionally, voluntary field action z-0549-2019 was issued to notify dealers/users of the potential for the mounting bolt connecting the caster to the base frame of the lift to become loose. Loose hardware can then cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift. Failure does not occur right away but happens over time if the lift is not properly maintained. The field action reiterated to dealers/users the importance of maintaining the lift in accordance with the device's instructions, to inspect the lift for loose fasteners/hardware, as required in the user manual, and to tighten any loose hardware after inspecting for damage that would require replacement of the lift base. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual. Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. The device was manufactured in february of 2012 and the casters have a wear period of three years. The dealer performed routine maintenance by tightening the hardware to resolve the issue. The subject lift was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacturing of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under invamex.

Event description:
The end user's caregiver states that the bearings in one of the casters fell apart causing the caster to be loose and wobbly. The caregiver also states that the bolt for the caster seems loose. The provider found the caster bolt was stripped. The provider confirmed no problem with the caster bearing. The provider took the caster off and installed back on lift and tightened everything up and it is working fine now.